Manufacturer narrative:
(B)(4). The date of the event onset was reported as an unknown date in (B)(6) 2016. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis event was unknown. The patient was hospitalized for the event. The patient was treated with unspecified intraperitoneal drugs (drug names, doses, frequencies, and durations were not reported) for the peritonitis event. It was reported that after thirty days of the hospitalization, the patient was considered recovered from the event. Dianeal therapy was ongoing. No additional information is available.